Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. Isometric exercises were performed and the noise was not reproducible. No intervention was performed. Patient would be further monitored. The patient was in stable condition.